Event description:
It was reported that the monitor did not alarm at the central station with a hr of 28. There was no reported delay in care and no harm to the patient due to the low hr being noticed by nursing staff who were able to stabilize the patient. Log files have been provided and are pending review.  No other clinical information or medical intervention was reported.

Manufacturer narrative:
A philips field specialist (fs) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that indicated the user was waiting for a red alarm for a heart rate under 40 bpm; however, the settings were different on this ward. A yellow alarm was generated and responded to by staff with no delay in care to the patient. The fse reviewed system alarm entries and the audit log, it was determined that alarms were initially generated (yellow) and that the system had behaved correctly. There was no harm to the patient related to this alarm configuration difference and it did not impact the patient outcome. The philips field specialist (fs) confirmed the customer's device worked correctly at the time of the reported event.